Event description:
It was reported that during a hemorrhoidectomy procedure, it was impossible to squeeze the firing trigger. The trigger blocked during manipulation. The staples were released into the tissue, but the staples were not formed properly and only a few were released. Minor bleeding was observed, but not transfusion was required. The mucous membrane was damaged. It became difficult to manually suture due to the damaged mucous membrane. There was no consequence to the pt.